Event description:
The technician alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail was missing the lower pivot bolt. The technician replaced the lower pivot bolt to resolve the issue.